Event description:
The patient alleged that while transferring from the bed to a shower chair, the shower chair moved and the bed wiggled. He lowered himself onto the floor. One leg was under the other causing spiral fracture to his upper right leg.